Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned product consisted of the watchman access system (was) with a dilator in the sheath. The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination/ misshapen). The damage to the tip of the device is consistent with the device being used in a procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on analysis completed n 01jun2018 it was reported that a position/placement issue occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was selected; however, the ostium of laa was too large. The procedure was aborted and the patients status is stable. However, device analysis revealed inner liner delamination.